Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated procedure, patient's ipg was unable to communicate with external devices. Patient reported not placing the ipg in surgery mode prior to the procedure. Troubleshooting was done by company representative and the ipg was successfully recovered. The device is providing therapy.